Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery during a bolus and for a battery out limit alarm. The customer reported that the reservoirs had expired. The blood glucose reading was 165 mg/dl. The customer was assisted in performing a 5 unit fixed prime and the insulin did not exit and the insulin pump alarmed no delivery. The customer was advised to remove the reservoir from the insulin pump, disconnect and reconnect the reservoir and infusion set at the tubing connector and push insulin through the tubing. The customer reported that insulin did exit. The customer was advised to rewind the insulin pump, reinsert the reservoir and run a manual prime and stated that insulin did exit. The customer was advised that the reservoir would be replaced and agreed to return the product for analysis.